Event description:
It was reported to philips that the treatment test failed. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A complaint was received by philips regarding the heartstart mrx defibrillator indicating that during self-inspection, the treatment test failed. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and confirmed that it was unable to pass the self-test. The fse replaced the capacitor to resolve the issue and the device remains ta the customer's site. No further action is warranted at this time.